Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The patient said all of a sudden her symptoms are back. Patient was having accidents, urgency and retention. The patient stated that the return of symptoms started 4-5 days ago. There were no further symptoms or complications reported or anticipate.